Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was 312 mg/dl. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.